Event description:
The customer reported to baxter us one (1) each clearlink system extension setw/control-a-flo regulator, that appeared to be leaking at the dial-a-flo site during priming. No patient involvement, medical intervention or patient injury were reported. A sample is available for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A customer reported a clearlink system extension set w/control-a-flo regulator in which unspecified leaking was detected on an unknown date. The customer provided a complaint sample and the issue was not confirmed through evaluation of the sample. During visual inspection no defects were observed. Functional testing was performed per specification. The slide clamp was opened and closed, turned off the control-a-flo device, and the female adapter was attached to an extension set that was assembled to a solution bag. The control-a-flo device was turned on and continued with the solution priming process. Unit results were satisfactory for functional testing, pressure testing at 8psi, and visual inspection. The customer did not provide a lot number; therefore, a batch review could not be performed. As a result, an assignable cause could not be determined for this report. If additional information becomes available, a follow up report will be submitted.